Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced to resolve the issue.

Event description:
The hospital reported an error during pre-use checkout that resulted in a loss of mechanical ventilation. There was no patient involvement.